Manufacturer narrative:
B3: event date ¿ one event occurred on 29 jan 2026 and the second event occurred on an unspecified date e1: initial reporter address - (B)(6) e1: initial reporter postal code - (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) unspecified elastomeric devices were leaking between the connector and the non-baxter closed system drug transfer device (cstd). The first event occurred during patient infusion; however, the second event occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6(update codes), h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.